Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision and sees lens. The iol was exchanged for unspecified monofocal lens. Clinical reason for explant mentioned as dysphotopsia. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the right eye.